Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed tone check and vibrate check. No audio/vibrate/absence of alarm anomalies noted during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with a high blood glucose level of 578 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they experienced vomiting as a symptom of high blood glucose level. The customer reported that they were treated with intravenous and manual injections at the hospital. The customer reported that the drive support cap appeared normal. The customer did not allege the insulin pump for under delivery. The customer state that they did not receive an alert saying that there was no insulin delivered. The customer reported that the insulin pump passed the displacement test and self test. The insulin pump will not be returned for analysis.